Event description:
After pt was induced for surgery, unable to manually ventilate through face mask or endotracheal tube. Pt became severely hypoxic and bradycardic. Once circuit on anesthesia machine was changed, ventilation was successful. Pt developed seizures after event. Current neuro status pending.